Event description:
A malfunction alarm occurred, identified as malf 0, but no notable events were reported before the malfunction, and there was no reported adverse impact on the customer's blood glucose level. Technical support provided guidance for resetting the pump, which the customer successfully followed, preventing any recurrence of the same malfunction code. It was concluded that the customer could continue using the pump, with instructions to contact support if the issue happened again.